Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of low blood glucose results. Results in memory indicated a result of 64mg/dl. Caller states his glucose is normally 100-110mg/dl fasting. No adverse event reported.